Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated levels of cobalt and chromium is considered to be under the scope of this recall. No further investigation is required.

Event description:
Plaintiff was implanted with a left rejuvenate modular hip stem on (B)(6) 2011. Its further alleged that blood work revealed elevated levels of cobalt and chromium in bloodwork. The patients left hip was revised on (B)(6) 2021.